Event description:
It was reported to philips that when the system was unable to x-ray/fluoroscopy. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the image database which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of system log file by fse showed the disk full x-ray not available and ippc communication errors. Upon functional testing, fse found voltage on ippc cmos battery to be low. To resolve the issue, fse replaced the ippc cmos battery, ippc hard drives and recreated the image store database. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.